Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the denovo pvi procedure, communication and output issues resulted in a procedural delay. It was noted that upon insertion of the catheter into the left atrium, the catheter appeared to have a strange shape with spline distortion on ensite despite displaying a normal shape on fluoroscopy. Also egms were displaying no location on waveforms. Everything was green on remote. The message, "the catheter in port se1 is not valid catheter" displayed on ensite. Changed to another se port but the same error message appeared. Connected and reconnected the catheter at the table and at the generator end, changed the se port, replaced the cable, all with no resolution. The catheter was replaced and inserted into the left atrium, but the catheter was not visualized on ensite this time. The message, "the catheter in port se1 is not valid catheter" displayed on ensite. The amplifier was restarted but the issue persisted. Standalone pfa was performed with the catheter and at the end of the case the generator and ensite were both restarted with no resolution. The treatment was successful with fluoroscopy with no adverse patient consequences.